Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug-eluting stent, stent deformation occurred in vivo post-deployment. A gap measuring approximately 4mm of no coverage was noticed within the stent when post-stent intravascular ultrasound (ivus) review was performed. It was suspected that the stent fractured and tore. The stent was inspected prior to use and negative prep was performed with no issues noted. The lesion being treated was non-tortuous and non-calcified located in the distal left anterior descending (lad) artery. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. No resistance was encountered when advancing the stent and no excessive force was used during delivery. Post-dilation was performed using one nc euphora balloon catheter without issue. The stent remains implanted. Another medtronic stent was used to cover up the gap with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Procedural images review: the lumen appears eccentric or irregular, consistent with plaque buildup and/or remodeling of the vessel wall. The surrounding tissue shows varying echogenicity, suggesting a mix of soft plaque (darker areas) and possibly fibrous or calcified plaque (brighter areas). Fractured struts would typically appear as discontinuous or broken bright lines, often with gaps or irregular shadows. The image quality and motion artifact (swirling pattern) make it challenging to definitively rule out subtle fractures. The coverage appears incomplete in one segment, with some struts potentially visible against the lumen before and after it. This is not definitive without better resolution medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.